Event description:
Pt developed a thrombosis in the cephalic, basilic, radial and ulnar veins in the left arm twelve days after the PICC line was inserted. Nursing staff did not save the device or the packaging. Line inserted by PICC rn without difficulty to 45 cm. Line flushed easily and had good blood return. Position was confirmed with x-ray and the guidewire was removed prior to use.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.